Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later confirmed the device was reprocessed prior to sending the device for repair . They also confirmed no malfunctions were observed in the accessories used for reprocessing, there were no delays in manual cleaning or in the reprocessing steps. The facility uses giozymax (multi-enzymatic detergent and disinfectant) detergent for manual cleaning. The surface of the device is cleaned during pre-cleaning phase and the is wiped/scrubbed during the manual cleaning phase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing steps at the material residue point were not deviated from the instruction manual. Additionally, there was no physical damage was confirmed to the light guide lens glue where the foreign material remained. Although, physical damage was confirmed on the distal end where the foreign material remained, the root cause of the reported events is unable to be determined. However, the likely cause of the event is due to wear and tear with customer´s mishandling. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned as part of an annual inspection. During evaluation of the device, the adhesive around the light guide lens had foreign objects and the distal end had residual liquid. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the defects found during the device evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: the suction cylinder had no color, the right/left knob had a scratch, the switch box had a dent, the grip and distal end was shaved, the connecting tube had a cut, the adhesive around the objective and light guide lens had wear, the insertion tube buckled, the coating peeled-off/buckled on the protector insertion section, and the distal end had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.